Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided. The customer reported a detector made contact with a patient during an auto body contour (abc) enabled spect scan. The operator had intentionally positioned the patient's arm in the path of the detector due to the patient's inability to hold the arm over the head. Once the contact was made, the operator activated an emergency stop to halt motorized motion but failed to increase the distance between the patient and the detector prior to removing the patient from the system. The patient suffered a laceration as a result which required skin adhesive to stop bleeding. The scan was successfully completed following the medical treatment. At this time there is no indication that a malfunction has occurred.

Manufacturer narrative:
A (B)(6) year old male patient, who was unable to raise his arm over his head, was positioned on the system for a cardiac scan. The trained operator placed a laundry cart near the system to support the patient¿s arm. During the spect acquisition, as the system moved to the next position, the detector made contact with the patient¿s arm, trapping it between the laundry cart and the detector. The operator activated an e-stop, which halted all system motion. Without moving the detector away, the operator removed the table from underneath the patient's arm, resulting in a laceration on the forearm of the patient. The customer reported that the patient suffered a laceration to the arm, which required glue to stop the bleeding. The laceration occurred when the operator removed the laundry cart without first moving the detector away from the patient; however, the philips field service engineer (fse) confirmed that it was contact with the camera, not the laundry cart, which resulted in the laceration. The fse evaluated the collimator collision pads on both detectors and the auto body contouring (abc) spacing and function. No malfunction was identified and the fse confirmed the system is working as specified. Investigation of this issue determined that there was no system malfunction; this event was due to use error. The system is operational and in clinical use. Per the brightview instructions for use: system motions, warning: to help prevent collisions that can injure your patient or damage equipment, observe the following guidelines: make sure that a qualified operator is always present during equipment use to prevent collisions with the patient. Vigilantly watch the patient to make sure that equipment or patient motion does not result in patient harm or equipment damage. If you perform a preprogrammed motion with the patient on the imaging table, monitor the equipment motions closely to avoid contact with the patient or objects. Before you start a study, make sure that the equipment can proceed through its full range of intended motions without coming into contact with the patient or objects. Before you start an acquisition, make sure the patient is positioned properly to avoid any possibility of the equipment contacting the patient.